Event description:
Patient was receiving sub cutaneous injection of chemotherapy (vidaza). The second syringe started to get a drop of chemo coming out of the needle. Nurse verified the connection was tight and continued injection with a gauze on the patient and noticed the drop came out from the needle, not the connection. Pharmacy was notified. There are 2 lot numbers because I don't know which needle was on which syringe. There were 2 affected lots 111923 and 110967 of 25g 5/8", both expiring 2/28/2024.